Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 200-300 mg/dl range. Customer stated that no drops of insulin were seen exiting the tubing. Customer changed the pump supplies and delivered a bolus to bring bg levels back to target range.